Manufacturer narrative:
The patient felt pain during a self-injection. Upon examination, the needle tip was observed to have a hook appearance. The symptom improved when the patient stopped using the needle. Review of manufacturing showed no abnormalities or deviations from the validated manufacturing process for the main batch (B)(6), including in-process control for penetration force. In-process control for angle and the needle tip to the cannula is 100% completed before the inner protective cap is fitted. No device problem could be found.

Event description:
The patient felt pain during a self-injection. Upon examination, the needle tip was observed to have a hook appearance. The symptom improved when the patient stopped using the needle.